Manufacturer narrative:
An investigation is underway. Upon completion of the investigation, results will be forwarded.

Event description:
It was reported to tyco healthcare/kendal that a customer has a problem with a maxid dialysis catheter. The customer reports "cracking and chipping pieces of the maxid catheter. The catheter was pulled and replaced."